Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the large needle driver instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. No image or video clip for the reported event was available for review. A review of the instrument log for the large needle driver instrument (pn 420006-12/lot # k10220314-054) associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2022 on system usg706 for a radical prostatectomy with lymphadenectomy procedure.. The instrument had six uses remaining after last use. This complaint is being reported based on the following conclusion: it was alleged that the large needle driver instrument broke and it is unknown fragment fell inside the patient during a da vinci assisted procedure. At this time it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
It was reported that a large needle driver instrument had a torn cable. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on 7-jun-2022; however, they were not able to provide additional information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large needle driver involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The large needle driver was found to have a frayed grip cable at the idler pulley. The frayed cable strands stuck out at the wrist. The root cause is attributed to a component failure.